Event description:
It was reported that during surgery the two flexible drills bent. Delay of less than 30min reported. No injury reported. No back up available. Procedure was finished with a change on technique.

Event description:
It was reported that during surgery the flexible drill bent on use. A delay of less than 30min was reported. No injury was reported. No further back up devices were available. A change in the surgical technique was required to complete the procedure.

Manufacturer narrative:
The associated flexible drills were returned and evaluated. A visual inspection found that the flexible shafts have deformed from use. The device can fail if the stresses applied to the drill exceed the material endurance/properties of the shaft. The leading edge of the drill tip was found to be dull. Additionally, the hardness of the drill tip was tested and found to be within specifications. Both devices were manufactured in 2018. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.